Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the power supply unit failed due to an accidental failure of the parts of the power supply unit and the power supply could not be turned on. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty power unit.

Event description:
A user facility reported to olympus that the cv-190 would not power up. The problem, as reported to olympus, was identified on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.